Event description:
Discovered severely burned power plug and burned outlet cover and outlet receptacle where air mattress was plugged in. Problem was identified when pt's bed was moved for pt care. Unsure when it occurred. The line conductor prong was burned off and welded into the receptacle. The grounding pin and neutral prong was not on the plug nor in the receptacle. No one knows explanation for missing conductors.